Event description:
Caller stated she had euflexxa injected in both knees. Within days of her injections caller reported her face began to swell. She was examined at urgent care and was given a medication to counteract the reaction.